Event description:
It was reported that during a total gastrectomy procedure, the reload was loaded into the device and fired at the bronchus. The result of the leak test was good after firing. There was no difficulty of firing. In 2009, it was found that the pleural effusion was decreased. Then a CT was performed, and it was found that a part of the staples were unformed. The doctor administered medication to the pt, because reoperation could not be performed, due to the pt's condition. There were no adverse consequences to the pt.

Manufacturer narrative:
Information is unavailable; device was not returned for eval. The complaint could not be confirmed, because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.